Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer stated that the units of the reservoir were not moving. The customer checked the units left on the insulin pump and it matched the information displayed on the reservoir window. Bolus history was checked and everything was correct. Initially, the customer's blood glucose was 480 mg/dl, but after delivering several boluses it had gone down to 378 mg/dl, and then back up to 390 mg/dl. Troubleshooting was performed. The drive support cap was recessed. No air was found in the tubing. Insulin did exit the tubing during manual priming. No leaks were found. All the information was correctly programmed in the insulin pump. In the alarm history there was an alert for low reservoir. The high pressure test passed. The cannula of the infusion set was neither bent nor occluded. There were air bubbles in the reservoir, so 5.0 unit fixed prime troubleshooting was performed. Nothing further was reported.